Manufacturer narrative:
Analysis was completed. The cause of the backup mode due to power on reset was normal battery depletion. The device was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic device check. Upon interrogation, it was observed that the patient's implantable cardioverter defibrillator was in back up mode due to power on reset. A procedure took place on (B)(6) 2020 to explant and replace the device. The patient was stable.